Manufacturer narrative:
Eval codes: results: eval of the returned product confirmed that the left and right panel zippers are pulled apart. Open zipper slider body was found on the left and right window side panels. Note: instructions for use state: never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. (B)(4).

Event description:
Customer reported a pt used their fingernails to force the canopy open from the inside. Customer reported that the left and right side panels zippers are pulled apart. This was discovered while in use and there was no serious injury reported.